Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.